Manufacturer narrative:
The patient's reported age was (B)(6). Date of event is unknown at this time. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported a (B)(6) received a burn where the ECG electrode was located. It is not known what medical treatment was required.

Manufacturer narrative:
The dash 5000 monitor, ECG electrodes, leadwires and cable involved in the alleged patient burn incident were not returned to gehc engineering for evaluation. A field service engineer visited the customer site and performed a planned maintenance which included the electrical safety and leakage current tests. The device passed all testing. Moreover, the leakage current test results were within the safe leakage current limits established by iec 60601-1 sub-clause 19.3. The customer submitted an image of the alleged burn however, no further clarification was provided with respect to what medical treatment was provided. The image and available clinical information for the alleged burn were reviewed by the medical director and clinical team. A specific cause of the patient's injury could not be determined based on information available. It was concluded that the likely cause is multifactorial which may include, but is not limited to: the patients¿ age, skin condition, positioning, length of time the electrode was used, clinical workflow, concurrent use of auxiliary medical equipment, and/or possible allergic reaction to adhesives, including the ag/agcl electrode gel. Based on the results of the electrical safety tests and the nature of the skin injury depicted, gehc has concluded that the dash 5000 monitor did not cause or contribute to the alleged patient injury.